Event description:
Additionally, healthcare professional reported "milky fluid along with the device when the device was explanted." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, a curved opening, and observed what appeared to be crater-like appearance on shell surface. Leak test and microscopic analysis was performed which identified a smooth crease opening on posterior and a striated opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior assessed as fold flaw opening, and a striated opening on posterior assessed as surgical damage consistent in the use of some surgical tools. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: deflation, capsular contracture, baker grade IV, and seroma-late.

Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Patient reported a right side deflation. Additionally, healthcare physician reported a right side capsular contracture, baker grade IV. Device remains implanted.